Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient had complained of stimulation after implant and it was later found out that it was left in testing mode. The patient had kept saying that they were feeling a sensation in their abdomen and when the patient saw their physician they found that the patient was having diaphragmatic impulses due to being in testing mode. The patient¿s family member stated that because it was not properly set the battery life has been affected. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.